Event description:
It was reported the patient called in because he had some questions about the interstim therapy. The patient reports programmer training was ineffective because patient was still under the effects of anesthesia. The patient said he was coming out of anesthesia when the representative went over everything. The patient said the device was implanted because he feels like he has to go to the bathroom when he doesn't have to. The patient said he was peeing all the time. The patient said before the trial he was going to the bathroom about 120 times a day. The patient said during the trial he was going to the bathroom "like 23 to 30" times. The patient said last night he slept 3-4 and before implant he usually slept about 20 minutes. The patient said when he was at work he feels normal but when he was not at work, just laying around, he still feels the urge to go to the bathroom quite a bit. This has been going on since implant. The patient said he started at 0.6 volts and this week he started going up. The patient said yesterday he increased stimulation to 1.8 or 1.9 and he could feel stimulation. The patient said when stimulation was up this high when he was sitting it was very uncomfortable, he was feeling a buzz or shock in his groin area. The patient said last night he was on 1.7 volts. At the time of the call, the patient was on program 3 at 1.6 volts. The patient said today was a success, he said he has gone to the bathroom very few times. The patient increased to 1.7 and said he could feel stimulation in his testicles. The patient states when he was at home laying around he still feels the urge to go to the bathroom quite a bit. The patient asked if this ¿would be mental¿. It was reviewed this should be discussed with hcp (healthcare provider). The patient later caller in and asked if the interstim device could affect his bowel movements. It was reviewed this was a known adverse event. The patient said he will feel like he has to go "pee" but instead of "pee" he will "poop". The patient said this has happened twice since implant. It was reviewed a different program might not have that side effect but the patient should discuss with his hcp.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0hzgl, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported that the implant had never worked as the patient hoped. The patient had had 40% symptom reduction. The patient used to go to the bathroom 125 times a day and now goes 20 times a day. Over time, the patient had increased amplitude when he has needed a change and was currently at 3.1v. The patient inquired if turning up stim over time is normal for symptom management. The patient also inquired where 3.1v fits into general stim use among patient population.